Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that since implant the patient had poor coupling. The coupling was "half way" when the patient charged all the time. No matter if the patient sat or laid down they could not get coupling to stay. They had to hold the implantable neurostimulator recharger (insr) antenna and then were able to get full coupling. The patient noted that they had adhesive discs. The patient charged once a week. Charging took too long since (B)(6) 2018. It used to take 3-4 hours to charge when the implantable neurostimulator (ins) was down half way. When the ins was 1/4 down it took 8-9 hrs or 10-12 to charge the ins not even half way. No patient symptoms were reported. No further complications were reported.